Event description:
It was reported that the pt experienced a decrease in visual acuity in the left eye approximately 3 months post implant when the left eye showed a hypermetropic refraction of +2 0.50 x175. Dilated slit lamp examination revealed phimosis of the anterior capsule with capsulorhexis reduced to 2 mm in the left eye, together with anterior folding of the haptics and a posterior dislocation of the iol optic. Yag laser was used to create a radial opening in the capsular phimosis, then to perform a circular enlargement and resolve the capsular synechiae of the haptics. One week after yag treatment, the visual acuity in th eleft eye was 20/20 without correction. Nine months later bcva was 20/20.

Manufacturer narrative:
This report ref. Case# 2 reviewed in the article "capsule contraction syndrome with a microincision foldable hydrophilic acrylic intraocular lens" by angelo balestrazzi alex malandrini gianluca martone, davide marigliani tomaso caporossi gian marco tosi. A copy of the aforementioned article is attached to this report. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.